Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, the drawer was not clicked open and not registered close. The customer reported that the malfunction occurred while the user issuing meds to a patient, and they managed to obtain the medication from nearby station resulted delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not clicked open and not registered close. A field service engineer discovered that the root cause for the issue was loose latch sensor in drawer 7 and reseated the sensor firmly back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.